Event description:
The explanted generator was discarded and is not available for return.

Event description:
The generator was explanted. The explanted device has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that the device placement is uncomfortable and the patient wants the device explanted. The patient has high lead impedance housed in MFR report # 1644487-2018-01738. No additional relevant information has been received to date. No surgical intervention has occurred to date.